Manufacturer narrative:
A ge rep evaluated the system and reloaded software and calibration files. Unit is booting ok and saving and recalling images. System operates as intended.

Event description:
Customer reported intermittent log on problem. The system keeps freezing and shutting down inside a procedure. No pt injury was reported.